Event description:
It was reported that a spectrum pump alarmed to unload the tubing when no tubing was loaded. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation could not reproduce the reported unload set messages, but confirmed them through "reload set" messages in the history log. The device was operating out of specification with respect to the reported symptom, due to a failed upstream sensor. The failed upstream sensor was replaced.